Manufacturer narrative:
Device manufacture date was included. It was initially reported that follow up for patient outcome was requested and as for (B)(4) 013 no information has been provided. This needs to be corrected to ''information of the patient outcome as of (B)(4) 2013 has not been provided.''

Event description:
Surgeon reported he had three vitrectomies today. Surgeon feels it was due to a machine error. Patient had capsule broken and needed vitreous removed with thevitrector.

Manufacturer narrative:
Field service specialist (fss) visited the account and checked the unit. Unit passed a complete functional checkout with no problems found. During his visit he was unable to duplicate the reported event. Staff mentioned to fss the doctor not being familiar with the laser that breaks up the lens prior to the phaco signature use and that there is a possibility that the laser is not breaking the lens enough for the phacoemulsification procedure. Information on the patient final outcome has been requested however, as of 1-aug-2013 no information has been provided. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted. (B)(4): placeholder.